Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported readings are intermittently not what is expected and requested the system be looked at. Additional information received stated that multiple doctors have complained over a period of two to three weeks that readings were not as expected. There has been no patient harm or unexpected outcomes associated with the readings.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The company service representative cleaned the optics, tightened screws on the aberrometer dovetail, and performed microscope to aberrometer alignment. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. Debris and/or contamination on the optics of the aberrometer may potentially affect the readings that the aberrometer provides as the cameras are used to ensure that the aberrometer is correctly aligned to the eye. The aberrometer dovetail is designed to allow the customer to remove and replace the aberrometer on the microscope. Customer handling including removal and replacement of the aberrometer with the microscope may potentially impact the aberrometer alignment with the microscope. While the reported event was unable to be replicated, it is likely that debris/contamination on the optics, and alignment of the microscope with the aberrometer attributed to the intermittent reading issues reported by the customer. The root cause cannot be determined conclusively. (B)(4).